Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank displays after replacing the battery. The insulin pump alarmed bad battery. The self-test was completed. The battery compartment was damaged. Customer's blood glucose level was 200 mg/dl. The device was not returned.